Event description:
It was reported that during an unknown procedure, the device made a noise in the hand piece, error tone. Pulled new one to complete procedure with no patient consequence. One device returning.